Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was explanted, and the physician decided to replace it with a tined lead for better stability. Additionally, it was reported by the patient that the battery of their implantable cardioverter defibrillator (ICD) was supposed to last nine years and it was down to about two-and-a-half years left. The patient stated that the physician decided to change the ICD at the same time they were replacing the lead. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.